Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 500mm. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Through follow-up communication livanova learned that the customer scrapped the affected device thus no investigation could be conducted. A clamp damage due to accidental impact or fluid ingress cannot be excluded. However, the root cause could not be confirmed.

Event description:
Livanova received a report that during maintenance an s5 erc tubing clamp / 500mm was giving a "defective arterial clamp" error message on the control display module and that the clamp remained in the closed position. There was no patient involvement.